Event description:
It was reported that when using the bd pyxis¿ es server, all stations changed to critical override mode. The issue affected all connected stations.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that stations were in critical override mode. The technical support specialist (tss) accessed the es server and found multiple inbound pharmacy messages stuck in processing. External inbound processor logs showed a pharmacy order processing error, causing messages to remain in retry status. After restarting the messaging and data sync services multiple times, the queue cleared and the customer confirmed normal station operation. The system functioned as intended after the technical support specialist (tss) resolved the issue.